Event description:
Nearly three years after cypher stent implantation a coronary angiogram showed a restenosis in the implanted cypher stent, at the proximal edge. This complaint is from a clinical study. The pt is a male. The target lesion was the left anterior descending (lad) branch. The vessel was a de novo, eccentric, tubular, bifurcated, but not calcified or a tortuous lesion. The diameter of the vessel was 2.77mm and the lesion length was 15.24mm. Pre-procedure stenosis was 68%. Aha/acc classification of the vessel was a type b2. The index procedure was an elective case. Femoral approach was chosen for the procedure. Pre-dilation was conducted with a 2.25/20mm balloon. Inflation time and pressure was unk. A cypher (3.0/28mm) stent was implanted at the target lesion. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 8%. Ivus was not conducted. Two years after stent placement the pt started dialysis treatment. While the pt was at another hospital receiving dialysis, an angina pectoris attack occurred. There was no abnormality observed on EKG. Nitroglycerin was administrated sublingually. The symptoms disappeared. A few weeks later, a coronary angiogram revealed a restenosis of the cypher at the proximal edge. A week later, a cypher (3.0/18mm) stent was implanted for direct stenting. Post-dilation was not conducted. The residual % of stenosis was 0%. The pt was in stable condition and was discharged from the hospital two days later.

Manufacturer narrative:
The product was not returned for eval and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No other issues were noted that were considered potentially related to the reported complaint. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.